Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked lcd window, scratched case, scratched reservoir tube window, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had no button response. Customer stated that the insulin pump was not dropped or exposed to moisture. Advised customer to discontinue using the pump and revert to back- up plan per health care provider. Advised customer to return the insulin pump for analysis. Customer's blood glucose was unknown. No further information provided.